Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was 282-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Customer cleared the alarm and reported that the pump supplies would be changed.